Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power up. The battery and power cord were disconnected, and the power cord was reconnected, which powered up the programmer. The programmer remains in use, and there was no patient involvement.